Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh90t01 product type mobile platform product ID tm90t0 serial# (B)(6) product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient called back about the connection lag issue.

Event description:
Additional information received from a consumer (con) reported they were sitting with the ptm connecting but it would not show bolus delivered. The patient had then seen a lockout. The patient was redirected to their physician to check if the bolus was delivered.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial#: unknown, product type: software. Product ID: hh90t01, serial#: unknown, product type: mobile platform. Product ID: tm90t0, serial#: (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the patient received the new ptm (personal therapy manager) but was still experiencing the same issue. The patient stated that ¿the ptm stays at 0% when trying to give a bolus but will later say he is locked out.¿ he also stated that ¿it will get stuck at 90% for about 15 seconds.¿ it was noted that the patient did not have his ptm with him at the time of the call, and it was recommended that the patient call back to patient services prior to giving a bolus so that he could describe what he was seeing on the screen. The patient called back on (B)(6) 2025 stating that he was still having the same issue with not seeing the bolus progression. The patient stated, he just ¿got the 0% and did not see the progression of the screen to deliver the bolus and now the screen is showing 1hr 59mins lockout.¿ the patient stated this was frustrating for him and he wanted to see the bolus deliver. The patient also stated that it had gotten stuck at 90%. The patient stated that the pump was worthless because they were not getting the bolus, but the device was showing they got the bolus. The patient stated that the nurse told him they extracted 3.5 from the pump and it should have been 3.9 which meant that he was getting the boluses, and the healthcare provider¿s office ran the reports, and the report showed bolus delivery, but he was not seeing the bolus deliver. The agent confirmed with the patient that the external devices were not damaged. During the call, the agent assisted the patient with clearing date on the handset.